Manufacturer narrative:
Additional information was added: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This reportedly occurred "during the last 3-4 months". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unknown numbers of unspecified infusors were leaking. This issue was noted during setup and preparation. There was no patient involvement. No additional information is available.